Event description:
It has been reported to philips that the allura system would not turn on. The device was not in clinical use at the time of the event. A philips field service engineer (fse) visited the site and replaced the single board computer. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that unit is down. During troubleshooting, fse identified issue with single board pc. Fse replaced the single board pc. After replacing the single board pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.